Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported "display inop" was reproduced as the display would not turn on when the device was powered on. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined through visual inspection to be the ui pcba connector that the ui/front panel flex connects to is damaged. The ui pcba requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had an inoperable display. This was identified prior to first clinical use as an out of box failure. There was no patient involvement. No additional information is available.